Event description:
As per reported by the user facility via medwatch (B)(4): IV piggyback (ivpb) medication was not infusing at the set rate on the pump. The lines were flushed and the tubing was patent. Removed pump from service. Medication was infused via a different pump.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved was not returned for evaluation. Without the actual device/logs a thorough investigation could not be performed and further evaluation was not possible. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per reported by the user facility via medwatch (B)(4): IV piggyback (ivpb) medication was not infusing at the set rate on the pump. The lines were flushed and the tubing was patent. Removed pump from service. Medication was infused via a different pump.